Manufacturer narrative:
This supplemental is being filed to provide additional coding. The returned s-ICD was analyzed, and a review of device memory found the device reached elective replacement indicator (eri) battery status on (B)(6) 2019 and reached end of life (eol) battery status on (B)(6) 2019. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified the battery was swollen. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had not been seen in the clinic for a couple years and interrogation was not successful. There were multiple unsuccessful attempts at interrogating the system. Technical services discussed replacing the device if there was continued failure in interrogating the system. No adverse events were reported at the time. This supplemental report is being filed to provide additional information that the device was successful interrogated during change out. The device has exhibited battery depletion (bd) code, charge time (CT) code, and high out of range shock impedance. The device was subsequently explanted. No additional adverse events were reported.

Event description:
It was reported that this patient has not been seen in the clinic for a couple years and interrogation was not successfully. There were multiple unsuccessful attempts at interrogating the system. Technical services discussed replacing the device if there was continued failure in interrogating the system. No adverse events were reported at the time. This supplemental report is being filed to provide additional information that the device was successful interrogated during change out. The device has exhibited battery depletion (bd) code, charge time (CT) code, and high out of range shock impedance. The device was subsequently explanted. No additional adverse events were reported.

Manufacturer narrative:
This supplemental is being filed to provide additional coding.

Event description:
It was reported that this patient has not been seen in the clinic for a couple years and interrogation was not successfully. There were multiple unsuccessful attempts at interrogating the system. Technical services discussed replacing the device if there was continued failure in interrogating the system. No adverse events were reported at the time.